Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/29/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
"Customer reported: sol-care safety needle lds ref sn2510 25 gauge 1-inch from sol-milennium medical inc. Used to re-constitute infanrix-hexa (dtap-ipv-hib-hb) product prior to vaccine administration. Upon pulling the needle out of the vial, the needle broke off from the hub and appeared bent. Inspection of the needle prior to reconstitution indicated no concerns with needle integrity. The vaccine was wasted due to same and a new needle from a different manufacturer used.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.